Event description:
Related manufacturer reference number:2938836-2019-04297. It was reported that when the patient presented in the clinic for routine follow up, right ventricular lead was found to be dislodged. The patient was scheduled for lead revision procedure. During the procedure, lead could not come out of the device even after several attempts instead it broke through the connector of the device. The physician extracted and replaced the lead. The device was also replaced. The patient was stable post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 3.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.